Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during lap. Total gastrectomy, when the surgeon pulled the delivery tube out from the cut end of esophagus, however the anvil was detached from the tube. The anvil was retrieved by a bailout suture .the surgeon said did not feel resistance so much during pulling the tube. The procedure was completed with another device. Nothing fell into the patient's cavity. The status of the patient is alive with no problem.